Event description:
It was reported that this patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed and all components were removed. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cuff, balloon and pump were visually and microscopically examined, and leak tested; the pump and balloon were also functionally tested. No anomalies were found with the pump. Visual and microscopic examination of the balloon revealed that there was scaling in the adaptor. Additionally, visual and microscopic examination of the cuff revealed that the shell was worn from wear at a fold, and leakage testing identified a fluid loss from a tear caused by the wear at a corner of the fold. Based on the information available and analysis results, the fluid leak from the wear identified in the cuff could have caused or contributed to a non-conformance in the device. Additionally, the reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that this patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed and all components were removed. There were no additional patient complications reported.